Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was already completely removed from the patient's body when it was noted that the stent was fractured.

Event description:
It was reported that a fracture occurred. The target lesion was located in the mid left anterior descending artery. The lesion was predilated using a 1.5x15mm maverick balloon catheter at 8 to 14 atmospheres. Then a 2.75x28mm promus element ¿ stent was advanced but was unable to cross the lesion. The device was pulled out however it was noted that the device was fractured. The procedure was completed using another of the same device with timi 3 flow. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal from the patient. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was already completely removed from the patient's body when it was noted that the stent was fractured.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).